Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, failed downstream occlusion was not reproduced. A review of the event history log revealed multiple downstream occlusion errors. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The force sensor will be recalibrated per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion during testing in the biomedical service department. The pressure reading was 23 and 24 psi. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.